Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry with clear surgical residue in a micro-centrifuge vial. Visual inspection found no visible damage and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicm5_12.6, -8.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020.the lens was later exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.